Event description:
An error message was reported with the adc device in use with iphone, and with ios operating system version 16.7. The customer received an "unknown" error message and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of glucose (type/dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone, and with ios operating system version 16.7, app version unknown. The customer received an "unknown" error message and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of glucose (type/dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed and the freestyle libre 3 app complaint was investigated and determined that there were no issues with the freestyle libre 3 app that would have led to the complaint. The customer reported a ¿replace sensor¿ message when scanning the sensor. Attempted to replicate the user¿s complaint using similar configuration and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.